Event description:
Anchor broke during implantation.======================manufacturer response for dual thread suture anchor, healix br (per site reporter)======================manufacturer provided rga# return goods authorization number for product return evaluation.